Manufacturer narrative:
The cause for the elevated advia centaur xp ipth results when compared to patient's clinical picture is unknown. The customer has been unwilling to provide additional patient information regarding post operative calcium, and phosphorus results. No conclusion can be drawn. The instructions for use (IFU) limitation section states the following: " measurement of intact pth is useful in differentiating between hypercalcemia due to hyperparathyroidism and hypercalcemia of malignancy. However, the assay is not intended as and should not be relied upon as a diagnostic indicator of malignancy".

Event description:
Falsely elevated advia centaur xp ipth test results were obtained by the customer and considered discordant when compared to the patient's clinical picture. There was no known report of patient treatment being altered or adverse health consequences due to the discordant ipth test result.